Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was visual inspected internal and external, no issues were identified. The instrument passed the clip/cut/grip test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips/blades opened and closed properly. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument's wrist was stuck in cannula during the removal of the instrument from the arm. Before the release button were pressed, it was confirmed that the wrist was straight. The customer removes the instrument with the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed prior to attempting to remove the instrument, the instrument jaws were no stuck in a closed position. The grips/jaws would not close, it was slightly open. The port incision was not increased in order to remove the instrument and cannula together. The instrument did not collide with any other instrument or tool during procedure.